Manufacturer narrative:
Investigation included remote technical support and user education focused on pairing workflow and sensor startup. Investigation of this case revealed successful initiation of the sensor warmup after troubleshooting. It was concluded that the device functioned as designed following guidance, with no adverse clinical events reported.

Event description:
It was reported that a user requested assistance pairing a libre 3+ sensor with the ilet system for initial setup, and an agent guided the user through the ilet and ilet mobile app steps, resulting in the sensor entering the standard warmup period. Symptoms included no reported change in blood glucose levels. Outcomes included continued use with a communicated warmup interval and no interruption to therapy.